Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a fenestrated bipolar forceps instrument as a discrepant return material authorization (RMA). There was no alleged malfunction reported against this product. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken conductor wire at proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base the yaw pulley near the grip cable. The grip cable was not damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable snapped. The procedure was completed with no reported injury.